Event description:
Boston scientific received information that the physician suspected that this right ventricular (rv) defibrillation lead malfunctioned, as stimulation testing detected no response. They checked lead impedance with no apparent abnormalities. X-ray showed no sign of dislodgement. A radiographic image showed a slight tear in the top of the proximal coil electrode. A threshold test was done, and verified that there was no response to stimulation. Impedance ans sensing measurements were normal, but the pacing threshold measurements were high and unstable. This lead was explanted. During the explant procedure, they suspected the conductor fractured as a result of the explant procedure. No adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or upon completion of analysis.